Event description:
Reporter stated that she read an article in the sunday paper regarding a tracheostomy tube recall. Reporter said that this article reminded her of her husband's death. Reporter states that her husband had open heart surgery in (B) (6) 2005 at the (B) (6). Reporter said that after the surgery her husband's dr said, they were going to downsize his trach. Reporter left hospital at 7:00 pm and was called at 2:00 am and was told she needed to come to the hospital. Reporter was told that her husband suffered oxygen deprivation and was placed on breathing machine. Reporter's husband was transferred to (B) (6) hospital in (B) (6) 2006 when he died of complications on (B) (6) 2006.